Event description:
A 14 gauge x 2 inch needle came apart from the hub during a thoracentesis procedure.

Manufacturer narrative:
A complaint sample was not provided for evaluation. Consequently, the quality of the needle assembly could not be evaluated in regards to the reported failure mode. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures identified a specific step for the assembly of a 14ga x 2" needle onto the catheter assembly during the manufacturing processes. The DHR review identified a specific non-conformance regarding a pull test between the needle and the catheter assembly. The affected lots of sub-assemblies were 100% re-inspected with only the original defect being identified as defective. The reported non-conformance could not be evaluated further since a complaint sample was not returned for evaluation. If the sample becomes available, we will reopen the investigation. All applicable manufacturing and quality personnel will be notified of this failure mode and results of investigation in an effort to heighten awareness and minimize any impact from the manufacturing processes.